Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history showed multiple cs054 and cs052 ¿processor communication error¿ alarms on the reported event date. During investigation, the pump did not power on to the verify screen; the screen remained blank but auditory and vibratory features were present. A processor failure was determined to be the cause of the issue. Attempts at reloading the software were unsuccessful and additional testing could not be completed.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump would not power up appropriately even after multiple battery changes. There was reportedly intermittent sound upon battery insertion. It was noted a "replace battery" alarm was emitted via the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.